Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced headache, dizziness and weakness. The customer was unable to self-treat and was given 10m sugar with water and a glucose pill by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.